Event description:
It was reported that during setup for a surgical procedure at the user facility the irrigation pump was broken. A lack of irrigation in the device is known to cause overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during setup, there was no patient involvement and no delay to a surgical procedure.